Event description:
It was reported that during a case using the cranial guidance software, the accuracy from the mask transfer was off. The surgeon aborted navigation and the procedure was completed successfully with a surgical delay of 30 minutes.

Manufacturer narrative:
Corrected data: d4. Additional data: h4. H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
It was reported that during a case using the cranial guidance software, the accuracy from the mask transfer was off. The surgeon aborted navigation and the procedure was completed successfully with a surgical delay of 30 minutes.